Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 4 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up the stent graft was found to have migrated 1.5 cm, this was seen on CT scan. There was a proximal type 1 endoleak present. The stent graft migration was attributed to disease progression. Currently the aortic neck below the renal arteries is 28 - 29 mm in diameter and it is 1.5 cm in length. The aneurysm is 7 cm in diameter. The patient was treated with an aneurx cuff successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).